Manufacturer narrative:
On 22 july 2016 the (B)(4) performed a clinical evaluation and commented as follows: a pcl retaining tka insert was replaced after approx. 1 year to an ultra-congruent thicker inlay because of lamented instability. This is standard procedure and it may happen that the surgeon attempts a more conservative procedure at first, and then, if necessary, can resort to a pcl sacrificing, thicker configuration. No reason to think that faulty devices created this problem. Batch review performed on 22 july 2016. Lot 114155: (B)(4) items manufactured and released on 10 february 2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon revised the 14mm standard insert to a 17mm uc insert. The surgery was completed successfully. X-rays are available. Explants are not available.